Event description:
A report has been received where one leg is stripped and fork will not screw in. In speaking with the reporter it was learned that there is no report of injury. If any further information is received a supplemental report will be filed.